Manufacturer narrative:
No lot number was provided; therefore, device history record review could not be completed. A product sample was received for evaluation. Visual testing confirmed that the hinge was broken. In the kit manufacturing process, a 100% inspection is performed on the appearance of connectors before setting. Therefore, it seems that the hinge part cracked and became damaged upon use. However, root cause and timing of the occurrence were not identified. Due to a continuous trend of occurrence, molding design of the product was identified as a potential root cause. An internal non-conformance was opened to further investigate this issue. Brand name, product information, operation of device and PMA/510(k) are unknown. No information has been provided to date. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4).

Event description:
It was reported that after inserting the catheter into the connector, the customer locked the connector upon the use of it and it broke off at its hinge part. No patient injury was reported. .